Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was reading inaccurately high. The complaint was classified based on the customer care advocate's (cca) documentation. The patient stated, the alleged issue began approximately 3 weeks prior to contacting lfs for assistance. The patient reported blood glucose results of "298, 498, 398, 295mg/dl" on the subject meter on unknown dates/times which she felt was higher than her normal readings and compared to her feelings. On (B)(6) 2011, at approximately 6pm, the patient reported blood glucose results of "298mg/dl" with the subject meter and "124mg/dl" on another onetouch ultralink meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient reportedly manages her diabetes through insulin pump therapy using humalog insulin and reportedly when she received the alleged high readings she did not make any changes immediately in regards to her usual diabetes management routine but reportedly increased her insulin dose by "25 units" a few days after the alleged issue began (2.5 weeks later). The patient denied developing symptoms or receiving medical treatment as a result of the alleged issue. At the time of troubleshooting, the cca noted the patient's process for testing was correct, the subject test strips were stored correctly and unexpired. The subject meter's unit of measure was correct, and the results obtained were from the same approved sample site. A quality control solution test was not performed since the patient did not have the solution available. Replacement products were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because, the alleged product issue remained unresolved.